Manufacturer narrative:
Customer discarded the device.

Event description:
It was reported that the interpulse bone cleaning tips broke off after a total knee procedure. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.